Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system would not boot up. To resolve the issue fse restarted the b-cabinet to resolve the issue. After restart of b-cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.